Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that medical agent was unable to be injected into both distal and proximal lumens smoothly. Md confirmed the catheter was placed in a correct spot. The issue did not improve even after negative pressure was applied to the catheter. As a result, the catheter was removed and replaced by a new one. After removed, the catheter was cut to be inspected by md, but the cause of the issue could not be found out.

Manufacturer narrative:
(B)(4). The customer returned a 2-lumen cvc catheter and a bag containing several pieces of the catheter body for evaluation. The catheter showed evidence of use. The customer noted that "after the catheter was removed, it was cut to be inspected by the md, but the cause of the issue could not be found out". Visual examination of the sample revealed that the catheter body had been cut in several locations and the eight individual separated catheter body pieces were returned. The pieces ranged in size from 3mm to 35mm. Besides the cutting performed by the md, no obvious defects were observed in the catheter extension lines, juncture hub or separated pieces. Microscopic examination of the separated pieces revealed that five of the pieces (including the catheter tip piece) had a white plastic material occluding the proximal lumen. The material in the proximal lumen appears to be consistent with the tecoflex plug that is inserted in the tip of the proximal lumen to force fluid out of the skive hole. No material was observed in either of the lumens in the other three pieces. The remaining catheter body attached to the catheter juncture hub measured 129mm in length and the total length of the separated pieces returned measured approximately 88mm in length. (Con't) other remarks: based on these measurements, the combined catheter body length returned was 217mm which meets the specification. Therefore, it appears the entire catheter body was returned. The five separated pieces observed to have plug material in one of the lumens measured 50mm in combined length. This length is consistent with the distance between the catheter tip and skive mark per catheter product drawing. Therefore, the material observed in some of the lumens is likely the tecoflex plug. The catheter body outer diameter was measured and was found to be within specification. Both the distal and proximal extension lines were flushed with water to functionally test the catheter. Dried blood was observed exiting the catheter body when flushing the distal extension line but both extension lines functioned as expected. A lab inventory 0.032" guide wire was able to pass through the distal extension line with minimal resistance. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product instructs the user to flush each lumen with sterile saline solution, to establish patency and prime lumens prior to catheter insertion. Any blockages related to manufacturing would likely be identified during this step. The IFU also warns to not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. The customer report of a blocked catheter could not be confirmed through testing of the returned sample. Both catheter extension lines were flushed with water and functioned as expected. The catheter met all other relevant functional, visual and dimensional testing. A device history record was performed on the catheter and no relevant manufacturing issues were identified. Based on the condition of the returned sample, no problem was found with this sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that medical agent was unable to be injected into both distal and proximal lumens smoothly. Md confirmed the catheter was placed in a correct spot. The issue did not improve even after negative pressure was applied to the catheter. As a result, the catheter was removed and replaced by a new one. After removed, the catheter was cut to be inspected by md, but the cause of the issue could not be found out.